Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead had eroded through the skin. No infection was suspected. The patient was admitted to the hospital and was prescribed antibiotics as precautionary measure. The patient underwent a revision procedure wherein the lead was explanted and the ipg was replaced because during the case, the physician noticed some damage to the ipg. The silicone attached to the ipg header was broken, but remained attached to the ipg. No device malfunction was suspected with the explanted lead. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) the device was found to be damaged during the explant procedure. The device could not be charged nor linked because the internal battery had been depleted below the hibernation threshold. It exhibited excessive sleep current leakage. A hot spot was observed on u2-asic and vh to ground were shorted. These symptoms are the typical characteristics of high-voltage transient damage. It was reported that electrocautery was used during the explant procedure.

Event description:
A report was received that the patient's lead had eroded through the skin. No infection was suspected. The patient was admitted to the hospital and was prescribed antibiotics as precautionary measure. The patient underwent a revision procedure wherein the lead was explanted and the ipg was replaced because during the case, the physician noticed some damage to the ipg. The silicone attached to the ipg header was broken, but remained attached to the ipg. No device malfunction was suspected with the explanted lead. The patient was reportedly doing well postoperatively.